Event description:
It was reported that the device fails accuracy testing at -10.25%. There was no physical damage reported. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
E1: phone number extension (B)(6). B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D9: product received date 7/22/2024. H3: one device was returned for repair in used condition. This device has not been serviced within the review period. No problem found in event history log. Visual/functional testing was performed. Complaint that device failed accuracy test 10.25% was confirmed by accuracy test. The cause was due to expulsor. The expulsor was replaced to correct the reported issue. The device passed all functional tests after the repair.